Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead during a atrial tachycardia/atrial fibrillation (at/af) episode. The patient may have received an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular fibrillation (vf). Follow up yielded no information. The device and lead remain in use. No further patient complications have been reported as a result of this event.